Event description:
It was reported that during dilatation in the left anterior descending artery, a perforation occurred using a voyager nc dilatation catheter. An attempt to seal the perforation using a covered stent was unsuccessful; therefore, the perforation was surgically repaired. Reportedly, there was no adverse pt sequela. No additional info is available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed. The reported perforation is listed in the voyager nc instructions for use (IFU). Although a conclusive cause for the reported pt effect, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.